Event description:
This cds (clip delivery system) report is being filed for the recurrent mr (mitral regurgitation) which is considered a serious injury. It was reported that on (B)(6) 2013 one mitraclip was successfully implanted reducing the mr from grade 4 down to grade 0 to 1. One day post procedure the patient had sinus bradycardia with a heart rate down to 40 beats per minute overnight. There was no treatment provided and the condition resolved the following day. The patient experienced dizziness on (B)(6) 2014. The patient was taken to the emergency department then transferred to another hospital for further investigation. At the six month follow-up echocardiogram on (B)(6) 2014, the mr was found to have increased to 1+. There is no treatment planned and the mr increase was not considered a serious injury. There were no patient effects reportedly related to the mr of 1+. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. The reported patient effects of mitral regurgitation and arrhythmias (bradycardia), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.